Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation in her established pain pattern. The pt was feeling unintended stimulation in another location. Surgical intervention was undertaken on (B)(6) 2014 due to lead migration. The physician repositioned the lead. The patient is pending reprogramming.